Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images at the customer site on 01dec2015.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on galileo neo.